Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had heart failure, kidney failure, thyroid issues, and body was itching. The general practitioner physician attributes the symptoms to the device. The caller thought this was due to medications but the physician believes the issues are device related. The device remains implanted. No additional adverse patient effects were reported.